Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during the post balloon aortic val vulvoplasty (bav), the valve dislodged into the ascending aorta. Subsequently, a second transcatheter bioprosthetic valve was implanted. Aortography revealed mild (grade 2+) aortic regurgitation. Three days post valve implant, a stent was placed in the ascending ao rta. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received with the patient's initials and was added to the medwatch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.